Manufacturer narrative:
(B)(4). A supplemental medwatch will be submitted when additional information becomes available.

Event description:
Quadrox ID was set up in an ecls circuit and the circuit was wet primed and stored. When the circuit was needed for a case the crystalloid prime was circulated through the oxygenator with no issue. When the technician attempted to prime the circuit with blood, the blood would not flow through the quadrox ID. After being unable to get the blood to pass through the oxygenator, the oxygenator was changed out. (B)(4).

Manufacturer narrative:
The oxygenator was received in the decontamination / complaints laboratory in a rinsed condition. No clots were visible, also during the rinsing process. No abnormalities were detected. The product was forwarded to the qa lab for further testing. On 2016-06-28: the oxygenator was tested in the qa-laboratory for gas exchange and pressure drop performance. The product passed the gas exchange tests, but failed the pressure drop test. The product was then sent back to the decontamination/complaints laboratory for further examination. On 2017-04-07: in the decontamination / complaints laboratory, the oxygenator was internally examined. The mats were not damaged or marked in any way. The number of mats on the gas side were counted and were to specification and no anomalies were found. Based on the investigation and the available information, no clear conclusion can be drawn. The performance drop test could have failed due to the effects of the decontamination process on the coating, even though the test result supports the customer's report. Clotting is a known phenomenon, dependent on many clinical variables, and as there were no signs of clotting reported by the customer or found during examination of the filter mats, it would appear that the failure is not attributable to a product-related malfunction. However, it should be noted that the customer reported that the oxygenator was swapped out, and the problem was solved, so this information reduces the likelihood of a clinical root cause. As no firm conclusion can be drawn, no further investigation or action is currently warranted or possible.

Event description:
(B)(4).